Manufacturer narrative:
The reported event of charge timeout was confirmed in the device image, however, it could not be reproduced in the lab. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. The pacing, sensing, impedance, high voltage output, and patient notifier were tested and no anomaly was detected. The cause of the field event remains undetermined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the patient's device had reached elective replacement indicator (eri). Review of the remote monitoring transmissions revealed the device received a charge time out. It is unknown if whether or not the charge time out was a result of the battery reaching eri. The device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.